Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, he was hospitalized for high blood glucose levels above 500 mg/dl. The customer stated, he had ketones also. The customer changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.